Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. The tip is made from stainless steel which has a history of biocompatibility. The combination of stainless steel and the titanium implant material does not present a corrosion concern. It is possible repeated stress from torqueing the driver multiple times successively contributed to the observe_d damage. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported the tip of the lateral torque limiting driver broke off in the expansion screw of an elsa spacer. The instrument tip was unable to be retrieved.